Event description:
It was reported that the patient was asymptomatic. It was noted that myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was to receive programming changes at a future date. A more recent transmission showed no further evidence of non-sustained ventricular oversensing. There were no reported patient consequences.

Event description:
New information received notes programming changes were made. The patient was stable throughout.